Event description:
Complainant alleged that while attempting to treat a 36-year-old male patient, the device displayed a "compressor fault - 2001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The patient circuit used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.